Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level with high ketone levels of 106-107 mg/dl resulting in diabetic ketoacidosis; cause and bg level were not known. Healthcare provider identified the ketone level as dangerous. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room (ER), subsequently hospitalized, and treated with intravenous saline fluids, insulin fluids, insulin infusion, and potassium. Reportedly, the pump was removed from customer while admitted in the ER. Customer was released from the hospital on (B)(6) 2023. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Multiple attempts were made to follow up with the customer regarding the resolution of the reported issue; however, no response from the customer was received.